Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer may have navigated to the bolus request screen without exiting. Tandem technical support educated the customer regarding the alert and the customer acknowledged. During review of pump data, tandem technical support observed that the date and time were incorrect on the pump. Reportedly, the customer corrected the date and time. The customer's blood glucose level was 458 mg/dl at the time of both events. The customer delivered a manual injection.